Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that as the lens was being implanted, the lens haptic caused capsule bag to rupture. There was loss of vitreous fluid, the surgeon performed vitrectomy and implanted a different lens in the sulcus. In the physicians opinion the most likely cause of the event is that the lens was delivered too fast and ruptured the bag.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. The surgeon stated that in his opinion the most likely cause if the event was a loading error. The provisc viscoelastic that was used is not validated for use with crystalens. We cannot determine if this event was caused by the product or user. Based on the information provided, we are unable to conclusively determine a root cause.